Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 200.5080.0. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 200.5080.0. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 error 200.5080.0. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support. Symptoms/system effect: flashing software or changing the serial number on a module steps to solve (internal). Solution/workaround summary: how to flash or update serial number on an alaris module. Suggested messaging: was the logic board replaced? High level steps/procedure: connect 8015 to system maintenance. Start the appropriate flash task for the module. When prompted "next" on asm, click on next and within 3 seconds attach module. If it took to long to connect module, user will get a timeout error and will have to restart the process. When connected, they may change the serial number if needed. Click "update" just to change serial number or click "flash" to update software on module. When flashing is complete click on "finish". Recommend to reflashed the module. Issue was resolved. A review of the device history record for (B)(6) was performed from date of manufacture 03/29/2019 to the present date 01/13/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.